Event description:
It was reported the pt (B)(6) was not feeling effective stimulation. A diagnostic test revealed invalid impedance measurements for all lead contacts. Surgical intervention was undertaken to replace the pt's lead and effective stimulation was recaptured.

Manufacturer narrative:
Eval results - the complaint about "invalid impedance" was confirmed. Microscope inspection revealed broken wires 13cm from the terminal end. Continuity testing revealed that 6 of 8 channels were open. The outer tubing was nicked and cut in the same vicinity allowing fluid intrusion. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.